Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed the cartridge and infusion set to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.